Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. . The stylet was returned stuck in the terminal pin and when removed with great force it was noted to be bent. The conductor coils had been stretched and the insulation was separated from the terminal pin.

Event description:
Boston scientific received information that during a routine implant procedure this right atrial (ra) lead was attempted and removed due to being stuck in the stylet. After removing the ra lead it was observed that the terminal pin was separated from the lead body. No adverse patient effects reported. A new ra lead was successfully implanted.